Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that the left ventricular (lv) lead had dislodged. It was noted that the lead was unable to capture in any vectors. The lead was explanted and replaced. No patient complications have been reported as a result of this event.